Event description:
It was reported that the implantable cardiac monitor was in backup mode. A software download could not be completed due to interruption of the telemetry link. The device was removed and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that the implantable cardiac monitor was in backup operation. When the device was interrogated via a programmer, the battery voltage would drop low enough to trigger a power on reset and restart the system real-time clock. This resulted from a battery anomaly.